Event description:
It was reported that an alarm 01 occurred, affecting the cartridge used by the customer. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer initially reloaded the affected cartridge and used it until empty. Once the cartridge was empty, they loaded a new one but experienced the same issue, as noted in a separate case issue.